Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was a 77-year-old female with a past medical history of hypertension, hyperlipidemia, and congestive heart failure. She presented to the emergency department with a non-st-elevation myocardial infarction (nstemi) and was noted to have mildly elevated troponin levels and a lactate of 3.2 mmol/l. On the following day, the patient was taken to the cardiac catheterization laboratory for left heart catheterization. After administration of sedation, the patient became profoundly hypotensive. The decision was made to initiate mechanical circulatory support. Left ventriculography demonstrated an estimated ejection fraction of approximately 25%, and severe multivessel coronary artery disease was identified. The patient was referred and accepted for surgical intervention at a later date. An impella cp was placed for mechanical circulatory support. Following placement, persistent suction alarms were noted that could not be resolved with repositioning or fluid administration. The treating physician suspected possible clot ingestion. The impella cp (pump 1) was subsequently removed and replaced with a second impella cp (pump 2). Approximately 12 hours later, csc was contacted to assist with recurrent suction alarms. Abrupt suction events were observed, with motor current flattening and flows decreasing to approximately 0.1 l/min. The performance level was reduced from p-6 to p-2, with some pulsatility noted on motor current; however, no improvement in flows was observed. The patient was anticoagulated but not at therapeutic levels at that time. Based on the clinical presentation, clot ingestion was again suspected. An echocardiogram was ordered to confirm device position. Subsequently, motor current flattened again and flows abruptly decreased to approximately 0.1¿0.3 l/min. Suction could not be resolved despite additional troubleshooting measures. Following these events, the patient experienced cardiac arrest. Advanced cardiac life support was initiated; however, the family elected to discontinue resuscitative efforts and transition the patient to comfort care. The patient continued to deteriorate and subsequently expired. The impella cp pump 1 is a serious injury, and the impella cp pump 2 is a death type of reportable event. H6 investigation type/finding/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
After review of the case by medical safety, it was determined the impella cp pump 1 is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: data logs were reviewed and the suction was confirmed. The pump was flowing steadily at p-9 when there was a sudden drop in motor current (mc) (both max and min) and a systolic suction alarm triggered. There were no mc spikes or ms deviations. This event aligned with a drop in psmin values as well, though the waveform remained aortic. Pump flows remained generally low for the rest of the time the patient was supported by the pump. Device analysis: returned product was investigated and after soaking the pump, there was no evidence of biomaterial. There was a minor kink in the cannula noted near the motor housing. No other defects or damages were noted on the pump. The pump was then run in a bucket of water, and low flows did not reproduce. Though there is potential that the cannula kink was the cause of low pump flows, clinical details report that the pump was repositioned with imaging a number of times and no cannula kink was noted at this time. Since data logs were inconclusive, returned product did not reproduce low pump flows, and insufficient clinical details were provided, the cause of the reported pump suction could not be determined. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant had impella cp pump placed to support the patient admitted in with a non-st-segment elevation myocardial infarction and history of underlying cardiac comorbidities. The cp was placed to allow for heart rest prior to a planned bypass in following days. The cp was explanted and replaced after just over 5 hours due to suction that could not be resolved. The 2nd cp is also captured by an additional report complaint: (B)(4).